Event description:
The pt experienced a loss of therapeutic effect and pain after a fall. The pt was redirected to her physician. Despite multiple follow-up attempts, no further info was provided.

Manufacturer narrative:
(B) (4).